Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator. The estimated remaining battery percentage had decreased from 37% to 12%. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator. The estimated remaining battery percentage had decreased from 37% to 12%. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.